Event description:
It was reported the device displayed -no disposable, clamp tubing- alarm. Patient tried to re-adjust the cassette and it did not work. Switched to new cassette and device was infusing correctly. No lapse in infusion or side effects reported. Lot number is not available. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating patient details.